Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6)2024, it was reported that the patient experienced a hyperglycemic event. The day of the event the patient was feeling ill, was vomiting, nausea, not able to contain food inside, and was feeling unstable on their legs. The patient initially thought they might have a virus or a stomach bug and went to the hospital. At the hospital it was confirmed that it was not a virus, and the patient was told he had ketoacidosis. The patient was treated with fast acting insulin and was given intravenous fluids due to the dehydration. An unknown tablet was given for the nausea. It was stated that the patient was discharged on the same day as the day of the event. Patient stated that the either the cgm device, or the pump were malfunctioning during the event, but they were not sure which one. Due to feeling ill, the patient could not remember what the cgm device was displaying during the event. At the time of the report the patient was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.